Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material. Device code a0414 captures the reportable event stent torn material.

Event description:
It was reported that during a ureterolithotomy procedure, a polaris ultra ureteral stent was used, and, when the device was inserted into the urinary meatus, the guidewire was not able to pass through the stent. It was noticed that the stent did not unfold, became corrugated, and, was torn. The stent was removed and another of the same device successfully completed the procedure. There were no patient complications reported.